Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
Reference MDR #1219856-2011-00354 for the first event involving the same patient. It was reported that the md pulled the intra-aortic balloon (iab) catheter which caused the "spring coil to be extended." The md removed the iab and teflon sheath as one unit. There was no reported patient death or injury. Medical/surgical intervention was not required. Iabp therapy was not delayed or interrupted. There was no pt complications and the pt outcome is listed as good. Reference MDR #1219856-2011-00356 for the related intra-aortic balloon pump report.